Event description:
The day after discharge from the hospital following the placement of (2) cypher stents to treat in-stent restenosis of a taxus stent, the patient returned with thrombosis of the proximal rca. It was treated with percutaneous transluminal coronary angioplasty (ptca) - however the patient is noted to be deceased. Exact cause death is unknown.